Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Section e1: reporter postal office or (B)(6).

Event description:
It was reported that the pedi-ventricular assist system blood pump head did not fully turn within the motor head. Upon initiation of extracorporeal membrane oxygenation (ECMO) it was noticed by the bedside nurse that the pump head was not fully turned within the motor head. This was noticed both visually and could be heard at times when it was not sitting properly within the motor head. The pump head was attempted to be turned within that motor head, with no success. It was deemed to be safe, so it continued to be used. The pump head was switched to a different motor but the same results were seen.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned pump confirmed evidence of an issue fitting the pump into the motor; however, a specific cause for this finding could not be conclusively determined. Rotor instability was also confirmed through evaluation of the returned pump; however, a specific cause for this finding could not be conclusively determined. After initiation of extracorporeal membrane oxygenation, the bedside nurse noticed visually that the pump was not fully turned within the motor. Additionally, sound was intermittently heard that was indicative of the pump not sitting properly within the motor. The perfusion team returned to access and was unable to fully turn the pump within the motor. The pump was switched to a different motor with the same issue. The device was deemed to be safe, so it was continued to be used. It was reported that there were not any patient consequences in relation to this event. The pedivas blood pump, lot #l08272-lb6, was returned with two short pieces of tubing connected to the inlet and outlet ports, secured with tie bands. Visual inspection of the tubing, inlet port, and outlet port revealed no depositions or damage that would have caused a functional issue. Examination of the pump housing revealed no depositions. Following cleaning, the pump was inspected under a microscope. Impressions were noted in the pump housing rim adjacent to two of the set screw recesses that suggested the pump was not fully turned inside of the motor at times that the set screw was turned. Examination of the impeller portion of the pump found that the internal bottom housing beneath the impeller blades demonstrated concentric scratch marks, and icycling was noted on the back sides/bottoms of the impeller blades. Examination of the rotor and rotor well also found concentric scratch marks in the bottom and sides of the rotor well. These findings are consistent with contact of the rotor with the housing, and the reported sound appeared to be due to this contact. The pedivas blood pump was forwarded to abbott zurich research and development (r&d) for additional analysis and measurement. The investigation of the outer surface of the pedivas pump showed clear indication of a fit issue and that the locking screw was once tightened without prior rotating of the pump. Measurement of pump dimensions showed that the pump was not contributing to the fit issue. The investigation of the inner surface of the pump confirmed the contact between pump housing and impeller. The pattern of the abrasion marks is indicating that during the event the pump housing was not tilted. An instable impeller was retained as root cause. A corrective action/preventative action (CAPA) investigation was opened to further investigate the pedivas pump having an unstable rotor. The pedivas blood pump instructions for use (IFU) provides instructions for how to mount the blood pump on the motor. The IFU also provides instructions for remounting the pump if it is found to not be properly seated in the motor. A ¿pump not inserted¿ alarm may be displayed on the console if the pump is not properly seated. The IFU also instructs that back-up components must be available. The IFU cautions if leaks or other anomalies are found on the circuit, remove the blood pump and replace with a new, sterile blood pump. The IFU also warns that frequent patient and device monitoring is recommended. Incidental findings: thin pump housing bottom, unstable rotor review of the device history record (DHR) for the pedivas blood pump, lot #10114511/l08272-lb6, revealed no deviations from manufacturing or quality assurance specifications. The pedivas blood pump instructions for use (IFU) is currently available and contains the following additional warnings and cautions: IFU warning #6: frequent patient and device monitoring is recommended. Do not leave the device unattended while in use. IFU warning #30: back-up components must be available. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #6: movement or repositioning of the circuit and circuit components should be avoiding during operation to reduce the risk of damage or decannulation. IFU caution #9: ensure the blood pump is properly locked into the centrimag motor per motor IFU. IFU caution #16: take care to prevent damage to blood pump and connectors when setting-up and de-airing the blood pump. The section titled ¿blood pump setup and operation¿ provides instructions for how to mount the blood pump on the motor. The following instructions are provided: to mount the blood pump on a centrimag motor with the screw locking feature, remove the blood pump from the inner tray and place the blood pump into the motor receptacle. Rotate the blood pump counterclockwise until it stops. To secure the blood pump in place, thread and turn the screw clockwise until it stops. Confirm that the retaining screw is visible in one of the notches on the side of the blood pump. If the retaining screw is not visible in a notch, loosen the retaining screw. Lift the blood pump from the receptacle by grasping the body and lifting it straight up and away from the motor, and then remount it. If the blood pump is not properly seated in the motor an alarm ¿pump not inserted¿ may be displayed on the centrimag console display. The IFU cautions: do not hit or strike the blood pump with hands, objects, or instruments. Do not strike the blood pump against any surface or object. Impact or shock may cause damage to the device, which may cause device malfunction. The IFU also cautions if leaks or other anomalies are found on the circuit, remove the blood pump and replace with a new, sterile blood pump. The section titled ¿emergency back-up equipment¿ states that a sterile back-up blood pump circuit and priming accessories must be available. The current revisions of the instructions for use (IFU) can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.